Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete its startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the allura haswell flexvision 2 pc the hard disk which returned the device to expected functionality.